Event description:
The lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter was prompting the battery indicator. The medical affairs mailed a letter since the patient/reporter could not be reached by telephone. The reporter was unable to specify when the reported issue first began. The patient maintained his usual set of medication as a result of the reported issue, which consisted of 5 mg glyburide twice daily. Three weeks following the onset of the issue, the patient reportedly developed symptoms of feeling sweaty. The patient did not seek any medical attention for treatment or administer self-treatment. The customer care advocate (cca) discovered that the patient had not changed the battery per the owner's manual instructions. The meter, test strips, and control solution were replaced. This complaint is being reported as the patient allegedly developed hypoglycemic symptoms 3 weeks following the onset of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) evaluation. If the product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Dob/age) information not provided.